Event description:
Pt 2 of 4. Healthcare professional reports that no clot was detected with hemochron response coagulation system. Customer reported instrument ran over 100 seconds and when tube was removed sample was clotted. Eqc and lqc passed. Customer reported that this occurred with 4 patients on multiple instruments. Only 1 instrument serial number was provided. This MDR is for patient 2. Add'l mdrs filed for pts 1, 3, and 4. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Method - device has been requested. No product returned. Result - complaint could not be confirmed. Conclusion - no conclusion can be drawn. Itc has requested all data required for form 3500a.